Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they couldn't move it up or down and it started a couple of days prior to report. They said they didn't urinate very much, they needed to urinate more than they were. They said they were set to 3.2 and they couldn't increase stimulation. They reported they were seeing the patient programmer low battery screen and they had just put new batteries in. It was noted they were using rayovac high energy batteries. It was explained they should be using regular alkaline batteries. It was reported the patient noticed a loss of therapy after having surgery that they probably turned stimulation off for. They were needing help turning stimulation back on, but needed to get the proper batteries for their patient programmer to do so. They called back after putting new batteries in, they stated they were seeing the low ins screen. They bypassed that screen and pressed stim on. They were unable to turn it on and saw the low ins screen. They were redirected to their healthcare provider to discuss symptoms and eri. No further complications were reported or anticipated.